Manufacturer narrative:
It was originally reported from the customer that the device was discarded. However, it was later indicated that the device was saved and would be returned for examination. One hemostasis valve introducer was returned for examination. The reported event of leakage issue was confirmed. Leak testing was performed with and without a catheter inserted and leakage was observed with a 7.5f lab sample catheter inserted. Examination of the valve internal components found the wiper gasket appeared torn. The duck bill valve was found to be in good condition. The extension tube was patent without leakage or occlusion. No other visible damage or leakage was observed from the returned unit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process a 100% of the units go through a leak test inspection process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in patient of a introducer, a leakage at the junction with the side port occurred. In order to solve the issue, the device was removed and the procedure was reinitiated from the beginning (new stick). There was no blood loss. There was no allegation of patient injury. The product was not available for evaluation.